Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal bupivacaine 7 mg/ml at 2.4511 mg/day, hydromorphone 10 mg/ml at 3.502 mg/day, clonidine 400 mcg/ml at 3.502 mg/day, and fentanyl 1000 mcg/ml at 350.2 mcg/day via an implanted pump. It was reported a motor stall occurred and the patient did not recently have an MRI. The hcp requested the shut down code for the pump and the code was provided. Patient symptoms were not reported. The event/difficulty occurred on (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
The type of report was changed from previously being a reportable malfunction to now a reportable serious injury regarding additional information received. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. Diagnostic tests/troubleshooting that was performed related to the m otor stall included interrogation. There were no known external, environmental, or patient factors that may have cause or contributed to the motor stall. The pump was to be removed and was planned to be returned to the manufacturer.

Event description:
Additional information was received via a healthcare provider. The patient was hospitalized as it was thought/questioned that they had experienced shortness of breath (sob) 48 hours after the pump stall. Premature end of life was further noted. The plan was to remove the pump and return the device to the manufacturer when explanted.

Manufacturer narrative:
The previously applied patient code c76143 is no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.